Manufacturer narrative:
After its receipt, the pacemaker underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content showed proper device behavior. The battery status of more than 90% indicates a sufficiently charged battery. In a next step, the pacemaker was visually inspected, and the connection system was examined. The screws and the spring elements of the lead connections were ok. Leads inserted in a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions specified by the is-1 standard. The pacemaker's capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed behavior according to specifications in regard to its device functions. In addition, a long-term pacing test was performed. The pacing function did not show any anomalies. The device showed no restrictions of its capability to provide therapy. In summary, the analysis of the lead and the pacemaker did not show any indications of material defects or manufacturing errors.

Event description:
Ous MDR. It was reported that the patient came to the hospital about 20 months after the implantation because of a syncope. An increase in impedance of the rv lead to >2500 ohm and an increase in the pacing threshold to 2.6 v @ 0.4 ms were detected. The x-ray showed that the lead had become dislodged from the rv apex into the septum. On (B)(6) 2015, a new rv lead was implanted but the impedance values were still high. On (B)(6), a new device was implanted. The lead and the device are currently undergoing analysis.